Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's spouse found the patient "fitting and with mouth dropping at one side." A monitored ventricular tachycardia episode was recorded during this time; however, review of the episode showed the morphology to be a supraventricular tachycardia. The device remains in use. The event was thought to be neurological in nature. No patient complications have been reported as a result of this event.